Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/06/2020. Investigation conclusion: it was reported that there was leaking from the filter of the "taxol tubing" while infusing triple chemotherapy continuously. The reported set in use was not received for evaluation. Received was an unopened infusion set model 10010454 lot 20026646. The received set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. No obvious damage or issue was observed. The set was primed. No leak or any issue was observed. A lab gauge needle was attached to the set's male luer and the primed set was loaded into a lab pump module device. An infusion was started at a rate of 75ml/hr. The fluid was observed to flow through and exit as expected. The infusion completed with no leak, alarm, or any issue observed. The set was also pressure tested up to 30psi while submerged underwater (per IV disposables leak test method dir (B)(4). No leak or any issue was observed. Equipment used (testing performed on (B)(6) 2020): 8100 pump module/eq103048 (calibration/pm due date (B)(6) 2021). 8015 pcu/eq10291 (calibration/pm due date (B)(6) 2021). Pressure regulator/eq00138/calibration due date (B)(6) 2020. The device history record for model 10010454 lot 20026646 shows the set was manufactured on 20feb2020 with a total of (B)(4) units built. There were no related quality notifications issued during the production build of this set. The customer's report of a leak from the set's filter was not confirmed. The root cause was not identified.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced leakage. The following information was provided by the initial reporter: leaking from the filter of the taxol tubing (bd alaris pump infusion set 0.2 micron filter ref: (B)(4), lot (10)20026646, expiration: 2/20/2023)) while infusing triple chemotherapy continuously, it happened 4 days on a row during c2 of epoch nd also it happened during c1. At this time we haven't had this incident happened to any other patient. Specific event type other (please specify). Other specific event type leaking from the filter of the taxol tubing while infusing triple chemotherapy continuously severity level (reported) 2- no harm. Equipment involved? Yes. We have a sample of the item. The specific product that leaked is not be available as they have been contaminated with chemotherapy. The event dates were 8/13 through 8/17.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20d v/nv ntg .2mf 1ss dehp free experienced leakage. The following information was provided by the initial reporter: leaking from the filter of the taxol tubing (bd alaris pump infusion set 0.2 micron filter ref: 10010454, lot (10)20026646, expiration: 2/20/2023)) while infusing triple chemotherapy continuously, it happened 4 days on a row during c2 of epoch nd also it happened during c1. At this time we haven't had this incident happened to any other patient. Specific event type other specific event type: other (please specify): leaking from the filter of the taxol tubing while infusing triple chemotherapy continuously; severity level (reported), 2- no harm; equipment involved?, yes. We have a sample of the item. The specific product that leaked is not be available as they have been contaminated with chemotherapy. The event dates were (B)(6) through (B)(6).